Event description:
During a follow-up endoscopy, the balloon was found noticeable decrease in volume of approximately 200 cc. Therefore, additional 400 cc of were added, and upon reinsertion, a leakage of methylene blue was noticed, without being able to locate the source of the leak. Ruling out the valve as the source, it was decided to remove the balloon, and upon external inspection, the leak was identified within the balloon body.

Manufacturer narrative:
Spatz fgia inc. Has not received the actual product for evaluation since the failure could be identified in the data provided by the importer/distributor and analysis was done. The analysis identified a micro hole in the balloon's body which can be originated by the manufacturer. Corrective actions were previously implemented to mitigate this type of failure. A review of the device labelling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include balloon deflation and subsequent replacement.